Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular "contracture, baker grade iii", "folds of accommodation" and "crumbles under mild compression". The following is not related to the device ¿sparse bilateral calcifications¿. Device remains implanted.